Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an implantation, the glaucoma shunt insertion and release failure occurred during insertion. The surgery was completed after replacing the product with another one. Additional information has been requested.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. One opened company device, in a plastic tray with sticker attached with lot 15df8e on it, with 5 other stickers with same info on sticky paper was received for the report of release failure occurred during insertion. The returned eds (company delivery system) was visually inspected and was found to be nonconforming with the wire bent at the trigger location. The shunt was not returned for evaluation; therefore, visual and functional testing were unable to be performed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned delivery system was found to be nonconforming with the wire bent below the trigger; however, because the shunt was not returned, how and why there was a release failure could not be determined; therefore a root cause could not be determined. The manufacturer internal reference number is: (B)(4).